Event description:
Prof. Was drilling with a 60 mm drill bit through the cluster shell into the acetabulum when he said that the drill bit had broken. He was able to remove the broken piece from the patient. He then tried drilling again with a 40 mm drill bit and when returned to the nurse, it was observed that it was bent.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 2249697-2010-01160.